Event description:
Philips received a complaint by the customer on the v60 indicating that the system was down. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their system was down when the power cord was plugged in but there was no light on the front to indicate that the system was plugged in. The rse confirmed the issue and the customer confirmed that there was power going into the power supply but no power going out. The rse provided the parts ID for a power supply for the customer to order and replace. The customer received the power supply and replaced it to resolve the issue. The customer replaced the power supply to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.